Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was reading 177 mg/dl, while the bg meter reading was 71 mg/dl. The patient, who was wearing a tandem insulin pump, felt sweaty and "low." The patient's spouse treated them with grape juice and glucose gel. After waiting for 10 minutes, the patient's bg meter reading fell to 51 mg/dl, prompting the spouse to call 911. Upon arrival, emergency medical service (ems) recorded the patient's bg meter reading at 65 mg/dl. There was no documentation of any medication or treatment provided by ems. After waiting another 10 minutes, the patient's bg meter reading increased to 139 mg/dl, while the cgm was reading 150 mg/dl. Ems then left, and the patient remained at home. The patient was reported to be "fine" at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to the patient feeling symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when bg was checked by the spouse and ems. Paramedics took another set of comparisons prior to leaving and the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.